Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a knee arthroplasty, the provisional fractured. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that returned product exhibits signs of repeated use and has fractured on the lateral side of the post. All pieces were not returned. Device history record was reviewed and no discrepancies were found. Provisional top components and standard bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.